Manufacturer narrative:
D9: 1/21/2025. H6: evaluation codes updated. Device evaluation: one sample was received. As received no damage or anomalies were observed. In attempts to replicate clinical use the cassette bag was filled with 50 ml of water using an ICU medical provided syringe. No leakage was observed. The complaint of fluid between the reservoir and outer chamber cannot be replicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is a fluid between reservoir and outer chamber. There is unknown patient involvement.

Manufacturer narrative:
Neither samples nor pictures were received for analysis. The device history record of reported lot number: 4448969 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.